Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#1627487-2018-07571. The patient was implanted with two scs systems ( occipital and thoracic). It was reported the patient experienced ineffective stimulation due to migration of the right occipital lead confirmed by x-ray imaging. Follow-up identified a revision took place on (B)(6) 2018 wherein the lead was repositioned within the epidural space. Postoperative reprogramming is pending.

Event description:
Device 2 of 2; reference MFR. Report#1627487-2018-07571. Follow-up identified postoperative programming produced effective therapy and the issue resolved.